Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve are saturated. Associated malfunction for this device: on/off switch broken button no audible alarm, manifold valve not shifting fully.